Event description:
Initially, the customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 1 of 6. The hp been discharged from the hospital. The cg stated the hp an infection. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the alarm. The cg could not provide any details and stated the home patient (hp) currently had peritonitis. During a follow up call on (B)(6) 2011, the facility nurse confirmed the patient had been hospitalized on (B)(6) 2011. The facility had administered vancomycin 2grams intraperitoneal (ip) prior to the patient's hospitalization. The patient had the peritoneal catheter removed during hospitalization and a replacement catheter was placed. The patient was discharged on (B)(6) 2011 recovered from the event of peritonitis. The patient is scheduled to been seen at the dialysis clinic today ((B)(6) 2011). No further information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (10l14h25, 11b10h25 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.